Event description:
It was reported that the ventilator would turn itself on. There was no patient involvement. The customer troubleshot with technical support and was provided with part number for the user interface (ui) board. The customer reported that the user interface (ui) board was replaced to address the issue and the unit was returned to use. The device was not being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.